Event description:
Patient was reported to have developed an infection again at the surgical site. The patient was asked to see the surgeon. No additional relevant information has been received.

Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device

Event description:
Patient reported that the device is still on and working but the generator and lead are "coming out of his chest". A few days later, an ER physician and a general surgeon reported that the patient was in the ER with a gaping wound and the vns device was out and swinging back and forth. The patient underwent removal surgery.

Event description:
It was reported that the patient has an infection at both incision sites. The neurologist is putting patient on an antibiotic and the surgeon was notified of the patients situation. Additional information was received that the infection was clearing up and that the device is not being removed. No known surgical interventions have occurred to date. A review of device history records showed that both the lead and generator were sterilized prior to distribution.